Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. All available information was investigated and the reported difficult or delayed positioning resulting in single leaflet device attachment/slda appears to be due to the challenging patient pathology/morphology in conjunction with use technique/procedural circumstances (low transeptal puncture). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat mitral mixed regurgitation (mr) with a grade of 4. It was noted restricted posterior and prolapse anterior leaflet. The clip delivery system (cds0 was advanced to the mitral valve; however, the transseptal puncture was low and the clip could not be positioned where the physician desired. The clip grasped the leaflets with no issue, but post-deployment, the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated that the slda was due to anatomical challenges and difficulty positioning the clip. A second clip was deployed in the lateral position to stabilize the slda. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.